Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. This complaint was opened during the investigation of complaint 189132. The reported "door jammed" alarm was confirmed through the event history log review. The cause was undetermined. If any additional information is received, a follow-up will be sent. The lower auxiliary assembly and upper auxiliary assembly were replaced.

Event description:
During the eval of a returned spectrum infusion pump, 1 occurrence of "door jammed" alarm was identified in the event history log. Any pt involvement, injury or medical intervention is unk since this item was found during eval of the device. No additional information is available.